Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device unable to be returned for evaluation.

Event description:
It was reported by the company representative that during the first pmd2 case, the left distractor locking mechanism got stuck halfway between lock and unlocked. When the surgeon went to distract the mandible on post-operation, the left distractor was stuck. During the second planned procedure, the surgeon found that the distractor was again stuck between lock and unlocked. He clicked the distractor into the unlock position and then back into the locked position. The distractor then operated normally.